Event description:
A malfunction on the pump was reported when it was plugged into the charger, displaying a resettable malfunction code. There was no adverse impact on the customer's blood glucose level. The customer was provided with information to reset the pump and successfully resolved the issue.